Event description:
It was reported that a patient presented to the emergency room. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited dislodged due to twiddler's syndrome, and was found in the right atrium. This caused the rv lead to exhibited far p wave over-sensing, leading to inappropriate shock. The dislodgement was noted via chest x-ray. The rv lead was programmed off and further intervention will be discussed. No patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect lead not returned.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2023. Patient condition was stable.